Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were: updated: a2, b4-b6, d2, d4, d11, g4, g5. Corrected: d1. D11: ref (B)(4), lot 62176409 shell; ref (B)(4), lot 62227303 screw; ref (B)(4), lot 62202324 liner; ref (B)(4), lot 62207765 m/l stem; ref (B)(4), lot 62240313 versys head. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately 5 years post-implantation due to pain, elevated metal ions, and soft tissue reaction as noted on imaging. During the revision, metallosis was noted around the head-neck interface. All components but the stem were revised without complication. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown cup, lot #: unknown; item number: unknown, item name: unknown liner, lot #: unknown; item number: unknown, item name: unknown versys femoral head, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03407. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported hat patient underwent a hip revision approximately 5 years post-implantation due to unknown reasons. The head and stem components were removed and replaced. No additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records/radiographs. Review of the available records identified the following: patient underwent an initial tha and no complications were noted. 5 years later patient presented with pain and increased chromium levels(values not provided).increase in soft tissue reaction and metallosis at the head-neck interface were noted. Head, neck and shell were removed and stem was well-fixed and left in place. The revision occurred approximately 5 years after the initial surgery. Post-revision laboratory values on showed a chromium levels of 4.2 and decreased to 3.0 two days later. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.